Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/26/2017 that an issue occurred with an enteral feeding pump. The customer states that the only half of the screen was working; unable to see how to set feeding volume.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of only half of the screen was working. The unit was triaged and the reported issue was confirmed. The potential root cause is a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.